Event description:
The customer reported that when the x-ray button was released, the system continued to deliver x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Two pins on the lemo connector were repaired. The system was then found to be operating as intended.